Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.

Manufacturer narrative:
The impella device is not available from the customer. Therefore, investigation of the device is not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient was implanted with an impella 5.5 for support during a high-risk cardiac procedure. It was reported that the patient had a hematoma at the axillary site.